Event description:
It was reported that (1) device was used during an open sub-total gastrectomy. It was reported by the affiliate that the tlh90 staples did not form correctly. The surgeon had to suture by hand to complete the case. This extended the procedure to a total duration of three hrs.